Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet system, noted a lowest blood glucose of 51 mg/dl for about 25¿30 minutes, received device low-glucose alerts, treated with oral glucose and juice, and subsequently discontinued ilet use and returned to a prior pump. Symptoms included confusion, sweating, dizziness, and uncoordinated movements. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of available device data and case details. Investigation of this case revealed that the device alerted as expected and that the cause of the hypoglycemia could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear.